Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: device name# 40 mm +0 femoral head; cat# unknown; lot# unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
It was reported by counsel that claimant underwent left tha on (B)(6) 2009 and was implanted with a 40 mm +0 femoral head and #5 accolade stem. It is alleged he awakened with severe pain, inability to bear weight and x-rays obtained showed a fracture of the neck of his prosthesis. He underwent revision surgery on (B)(6) 2023.